Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead had noise. The lv lead remains implanted. No adverse patient effects were reported. Ts reviewed device data - noting noise on the lv lead with pacing inhibition. Ts provided recommendations to check integrity through evocative maneuvers, arm movements, posture changes and pocket manipulations. The lv lead remains implanted. No adverse patient effects were reported.